Event description:
It was reported, a patient's right ventricular (rv) lead presented with high pacing impedance and high capture thresholds. The rv lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was discharged.